Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with phrenic nerve stimulation (pns). Further investigation revealed the device was in backup vvi mode and this was the cause of the pns. Technical support was contacted and the device was reprogrammed to resolve the event. The patient experienced no adverse consequences.